Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The device was disposed of and will not be returned. Batch # unk.

Event description:
It was reported that during an unknown procedure, "nothing unfamiliar about the tissues or the sequence of events to firing the device. The first time they noticed something wasn't quite right, was when they failed to hear a crunch. However, two perfect donuts were formed and a leak test didn't indicate any problems, although they did over sew the anastomosis. On inspection of the device, it looked like there were still some open, loose staples still left in the outer ring of the device which they haven't seen before." There were no adverse consequences for the patient reported. One device was discarded.

Manufacturer narrative:
(B)(4). Batch # m53h43. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What confirmation was received that the device was fully fired? Where within the gap setting scale was the orange indicator prior to firing? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? What is the current status of the patient? The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.